Manufacturer narrative:
The customer did not request for service visit. The customer stated the issue was resolved by replacing the ise (ion-selective electrode) roller pump tubing, ise sample pot, and sample pot tubing. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported low potassium (k) patient results generated on their au480 clinical chemistry analyzer. There was no change in patient treatment in association with this event.